Event description:
Inserted one and could not get it out-tampon [foreign body in reproductive tract]. Could not get tampon out [complication of device removal]. Whole box of tampons were loaded backwards [device physical property issue]. Case description: consumer reported via e-mail that strings were loaded into tampon applicator first and as a result, she could not remove tampon. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.